Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the unspecified tissue injury (anterior leaflet rupture) resulting in unchanged mitral valve insufficiency/regurgitation (mr) per the physician is related to thin and frictional leaflets and therefore, related to patient conditions. Tissue damage and mitral regurgitation are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with thin leaflets. An xtw clip was implanted with no reported issue. Another xtw clip was placed lateral to the first clip. The leaflets were grasped, and the clip was closed to 60 degrees. After imaging control, the physician decided to fully close the clip arms. While closing the clip, a rupture in the anterior leaflet was observed. The clip was opened and repositioned. However, every time the leaflets are captured, the jet through the rupture got bigger. The clip was removed, and the procedure was aborted with one clip implanted. Mr remained at grade 4. No additional information was provided.